Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device passed all functional testing. The ui panel was damaged and replaced. There were scratches on the ui panel/upper enclosure and bottom enclosure damaged. The device was remediated and corrected. If any additional information is received, a follow up report will be filed.